Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a retrieval procedure of another manufacturer's filter, the hub of the sheath from the gunther tulip vena cava filter retrieval set separated. According to the initial reporter, the filter had been placed 11 years prior. During the retrieval procedure, it was reported that the separation of the hub occurred while advancing the sheath over the snare. Resistance was felt during the removal of the sheath, and excessive force was used to remove the device. It was provided that the physician then elected to use a different cook sheath and different approach was able to snare and collapse approximately half of the other manufacturer's filter device, but was unable to collapse the proximal half. The physician then decided to leave the filter as a permanent filter. A section of the complaint device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The other manufacturer has been notified of this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub had separated from the blue sheath as reported. The flare of the blue sheath was measured to 7.0mm, which is within specification. A new hub fitting was screwed on to the returned blue sheath and even with a reasonable amount of force the fitting could not be pulled off the sheath. However, it was reported that the retrieval device was used for a non-cook filter, even though this product had been designed specifically for retrieval of implanted cook filters (gunther tulip & celect vena cava filters). Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, the device is sold with an IFU, which states ¿the product has been designed for retrieval of implanted günther tulip and cook celect vena cava filters. Based on the information provided and the examination of the returned product, cook has concluded that this event was likely caused by the user applying force during the removal attempt. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.